Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73e1900681, samples were functionally inspected (fired) and issue reported clip reopened was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, and the customer complaint cannot be confirmed since it is necessary to receive the physical sample to perform a proper investigation, determine the root cause and to confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user ligated 2 clips at the center and 1 clip at the periphery of the cystic duct during a laparoscopic cholecystectomy. When trying to cut the cystic duct by scissors, the clips ligated at the center reopened so that the surgeon ligated there using a competitor's product to complete the operation. Neither clip fell in the patient, nor was there any injury to the patient.